Event description:
Two separate incidents of platelet pheresis products leaking spontaneously while on the platelet rotator. Specific lot # unknown. Bags come from (B)(6) using cerus product. Product identifier: (B)(4); product type: aprl; product code: e8341v00. Product identifier: (B)(4); product type: dprl; product code: e8343v00.

Event description:
Two separate incidents of platelet pheresis products leaking spontaneously while on the platelet rotator. Specific lot # unknown. Bags come from american red cross using cerus product. Product identifier: (B)(4). Product type: aprl. Product code: e8341v00. Product identifier: (B)(4). Product type: dprl. Product code: e8343v00.